Event description:
It was reported that the implants at tooth sites #43-44 lost integration and were removed. Loss of integration.

Event description:
It was reported that the implants at tooth sites #43-44 lost integration and were removed. Loss of integration.